Event description:
During a shift check of the unit, the staff heard a crackling noise and saw smoke coming from the unit. The staff unplugged the unit and transferred it to the facility's biomedical engineering dept. The biomed staff plugged the unit into ac power. The unit was turned off, but the charge lights on the paddle were lit and the unit was making beeping sounds. The unit was unplugged and the beeping sounds stopped and the charge lights were no longer lit. The biomed also noticed that part of the units casing near the battery door was wrapped. The unit was not in use on a pt when the alleged malfunctioned occurred and there was no adverse pt effect.